Event description:
The customer reported leaking out of the top of the buretrol (possibly the vent) during a cytarabine infusion. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.